Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at 4 atm within 15 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. There were no complications reported, and the patient is in good condition post procedure.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. Based on the event description, it is most likely an interaction occurred between the balloon and the patient's anatomy that contributed to the reported event. The vessel was described as moderately tortuous and moderately calcified, this anatomical feature likely contributed to the reported event.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at 4atm within 15 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. There were no complications reported, and the patient is in good condition post procedure.